Manufacturer narrative:
It was noted during testing that the ebox failed.

Event description:
The cordless driver 3 was sent for service and it was discovered during testing at the MFR that the handpiece oscillates when the forward trigger is depressed. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.